Event description:
Customer reported a malfunction on the pump, specifically a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the malfunction appears again.